Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device was not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9309019. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the envoy® guiding catheter, 6f, 100 cm (67025800 / 31675230) was delivered in place and then the associated 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) was delivered into the guide catheter. The microcatheter encountered some resistance during its delivery in the guide catheter, but the microcatheter still passed through the guide catheter and was delivered to its place. It was then reported that the 4mm x 23mm enterprise 2 stent (encr402312 / 9309019) was impeded in the middle section of the microcatheter and could not advance further. The physician removed the envoy guide catheter, the prowler select microcatheter, and the 4mm x 23mm enterprise 2 stent from the patient. The physician replaced the guide catheter and the stent with another the 4mm x 23mm enterprise 2 stent (encr402312) and completed the procedure using the same prowler select plus microcatheter. The stent was still attached to the delivery wire when it was removed. There was no report of any negative patient impact. On 16-jun-2026, additional information was received. Per the information, the procedure was targeting the middle cerebral artery (mca). Adequate continuous flush was maintained through the microcatheter. There was no visible damage noted on the envoy catheter. The replacement was another envoy® guiding catheter, 6f, 100 cm (67025800). The information confirmed there was no negative patient impact and no delay in the procedure due to the reported issue.